Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of results obtained. The customer's expected fasting blood glucose test result range is 70 to 80 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 87 and 100 mg/dl using metrix air meter. The test strip lot manufacturer's expiration date is 11/26/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called concerned that his meter was reading his blood sugar levels too high (anywhere from 107-130) when compared to the doctor's (which read at 84 mg/dl-5.0 on his a1c test). He hadn't made any changes to his diet or medication (takes vitamin-control levels with proper diet and exercise). He ran 3 times test back to back and the results read 100, 87 & 89 mg/dl (non-fasting). He then ran a couple of test with a true result system that he has and the results read 67 and 64 mg/dl (non-fasting).